Manufacturer narrative:
Analysis of the returned lead confirmed the reported increase in threshold was due to a short in the lead. The inner insulation of the lead was found damaged due to the reported over tightened suture tie that occurred during repositioning of the lead.

Event description:
A repositioning procedure was performed due to a right ventricular (rv) lead dislodgment. During the repositioning procedure, the threshold increased and there was no sensing on the rv lead due to the physician pulling too hard on the rv lead and damaging the insulation. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
(B)(4)

Event description:
During a follow-up, the threshold had increased and there was no sensing on the right ventricular lead due to the lead being dislodged. The lead was explanted and replaced and the patient was stable.